Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the probe¿s surface is chipped. Based on the results of the investigation, the most probable causes such as damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the ultrasonic bronchofibervideoscope exhibited that the probe¿s surface is chipped. There were no reports of patient involvement.